Event description:
Pt found with head stuck in top right side rail through the bars of the side rail. Pt's head was gently removed by two assistants. Physician examined pt, pt's nose was swollen and slightly deviated to right. Pt. Was wake; alert only to a person. No respiratory distress. X-rays ordered.